Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was a defective (patient) flow sensor. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The report from hospital say: engineer gave a feedback via department nurse that hamilton c1 ventilator reported an error: flow sensor calibration failed, during the use. Hamilton-c1 made in jan. 11, 2017.